Event description:
After several days of wearing stockings, noted abrasion to right upper ankle and creases in left ankle. Stockings "travel" constantly. They do not stay in place. Hard/sharp edge to plastic air bladder rubs upper ankle.